Event description:
Boston scientific received information that the patient implanted with this device was presented in the emergency room (ER) due to congestive heart failure (chf) exacerbation and syncopal episodes. A local area sales representative evaluated the patient and it was determined that shortly following implant, the left ventricular (lv) lead had dislodged and the physician reprogrammed the device with bi-ventricular pacing off to allow the patient's intrinsic rhythm to come through. No lv capture was observed in any vector. It was determined that the root cause of the syncope was not device related and the patient was experiencing an acute exacerbation of heart failure with volume overload. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.